Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose of greater than 600 mg/dl. Customer experiencing symptom such as nausea and vomiting. Customer stated they was at a rehab facility for an infection of foot. The insulin pump will not be returned for analysis.